Manufacturer narrative:
Received 1 used arcticgel pad kit only. The reported event was confirmed. The pads were visually inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connector was found damaged, it was noted that there was evidence of the sealing presence on the pads. The left chest pad was found to have damage on the center part of the pad. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pad was submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 3.41 l/min m2 of flow rate were registered during the test. Left chest pad: there was no flow rate due to the pad was damaged. Right thigh pad: a total of 5.09 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate was found to be unacceptable for the left chest pad since it was found to be damaged. The other returned pads flow rates were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that during therapy, the pads were giving marginal flow and a low air leak causing the patient's temperature (32.2°c) to drop below the target temperature of 33°c. Despite troubleshooting, the issue with the air leak remained. The pads were replaced with a new set of pads, and therapy continued with no further issues, as the patient was able to reach the target temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, the pads were giving marginal flow and a low air leak causing the patient's temperature (32.2°c) to drop below the target temperature of 33°c. Despite troubleshooting, the issue with the air leak remained. The pads were replaced with a new set of pads, and therapy continued with no further issues, as the patient was able to reach the target temperature.